Event description:
It was reported that the pulse generator exhibited backup operation. The device was explanted and replaced on (B)(6) 2015. The patients condition was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.